Event description:
Reason for revision: dislocation ¿ liner dissociation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: procedure: hip revision. Original surgery was performed on (B)(6) 2007 by dr (B)(6) at the (B)(6). Revision surgery was performed on (B)(6) 2014 by dr (B)(6) at (B)(6). Head and liner were revised. Xray photos are provided. Update (B)(4) 2014 reason for revision: dislocation ¿ liner dissociation. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Provided x-ray images appear to confirm the dislocation but not the root cause. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.